Event description:
User had drawn up normal saline from vial with needle, removed needle and was flushing IV port. Saline began squirting out of the crack in the side of the barrel.

Manufacturer narrative:
No samples available for examination. A review of our records indicate that this is the first reported incident on the returned lot number. Based on the limited information provided, we are unable to conclude if the reported incident occurred as a result of a device malfunction or user error. Investigations are currently ongoing to identify the potential sources contributing to this condition in the syringe MFR and assembly processes. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level (0.030 / mm) in relation to the total volume of syringes produced.